Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6), a caregiver contacted support regarding blood glucose fluctuations and concerns of possible excess insulin delivery. The caregiver reported that over the previous few days, there were two instances of post-meal hyperglycemia (200 mg/dl for 2¿3 hours) followed by hypoglycemia, likely due to algorithmic correction. It was noted that no meal announcements had been entered, causing the system to operate solely on correction-based dosing. The caregiver was advised that this behavior may occur during the initial learning phase and to allow the device additional time to adapt. The caregiver acknowledged understanding, agreed to continue monitoring, and will contact support with any further questions. No adverse event or device malfunction reported.